Event description:
It was reported that the patient's right knee was revised due to infection (infection reported by surgeon, unknown if clinically confirmed or identified). Surgeon revised a 4x11 cr insert to a 4x11 cs insert.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# ern4s triathlon prim tib baseplate - cemented; cat#5520-b-400; lot#dd97rb triathlon symmetric x3 patella; cat#5550-g-319; lot# vdaa simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#629ba840bz it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced.there have been no other similar events for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
It was reported that the patient's right knee was revised due to infection (infection reported by surgeon, unknown if clinically confirmed or identified). Surgeon revised a 4x11 cr insert to a 4x11 cs insert.